Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-aug-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 18-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who is implanted with a neurostimulator for spinal pain and for post lumbar laminectomy syndrome. It was reported that the patient was told that there was a fracture in the lead. The patient has stimulation in one leg, but no longer has stimulation in the other leg. There were no further complications reported.

Manufacturer narrative:
Product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2016 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted:(B)(6)2016 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that he first noticed that he wasn¿t getting stimulation in both legs in 2017. The patient reported that the circumstances that led to the loss of stimulation in one leg was that he fell on the left hip. The patient reported that he went to the doctor and the issue wasn¿t resolved. The patient reported that his doctor confirmed that the lead was fractured. No further complications were reported.